Event description:
It was stated that the pump alarms after it comes off the cassette, "cassette not attached. Reattach cassette," and it won't stop unless you turn off pump. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump's downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was not able to duplicate the customer's reported issue. The investigation determined that the most probable could not be determined as the problem was not able to be duplicated. Preventative maintenance was performed and the dso seal was replaced.